Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "our team in (B)(4) informed us that they were using the everflo oxygen concentrator with a teleflex cannula when the unit started smoking. Patient was lightly burned in his face. Notified that the cannula was a teleflex device on (B)(4) 2019. No information on the catalog/lot number or patient's current condition." It was also reported that the patient was using the everflo oxygen concentrator while smoking.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. In addition, the product code and lot number were not identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "our team in (B)(6) informed us that they were using the everflo oxygen concentrator with a teleflex cannula when the unit started smoking. Patient was lightly burned in his face. Notified that the cannula was a teleflex device on (B)(6) 2019. No information on the catalog/lot number or patient's current condition." It was also reported that the patient was using the everflo oxygen concentrator while smoking.